Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer's father reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic keto acidosis on (B)(6) 2019 with blood glucose level of 567 mg/dl. The customer¿s other blood glucose values are 489 mg/dl, 587 mg/dl and up to 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip and intravenous drip. The customer also reported positive results in ketones. The customer also reported other events such as nausea and difficulty in breathing. The customer also performed displacement test and it passed. Troubleshooting was assisted. The insulin pump will not be returned for analysis.